Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the hospital confirmed that the complaint mr290 chamber was leaking water and was found to have cracks at the bottom of the chamber. It was also confirmed by the hospital that the complaint chamber might have got in contact with the cleaning solution. Conclusion: based on the information provided by the customer and previous investigation into this failure mode suggest that the damage was caused by the chamber coming into contact with a cleaning solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber started leaking during use and was later found that the bottom of the chamber was cracked. There was no reported patient consequence.